Manufacturer narrative:
(B)(4). This issue has been escalated to CAPA. Should additional information become available, a follow-up medwatch will be submitted.

Event description:
The biomed reported a colleague infusion pump with a malfunction of damaged battery. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. According to the hospital representative, there was no patient involvement. No patient injury or medical intervention had been reported related to the device. No additional information is available. The user interface module software version is 5.09.90.

Manufacturer narrative:
(B)(4). The reported condition of damaged battery was confirmed and reproduced during product evaluation. The assignable cause of the condition was assigned to depleted main batteries, resulting from user error. The main batteries and battery harness were replaced to resolve the reported condition. A labeling review has been performed, finding that current labeling provides ample instructions related to prevention of the suspected use error. Should additional information become available, a follow-up medwatch will be submitted.